Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed batt test, battery failed alert or unexpected pump error , pump error alarms noted during testing. However the formatted history file confirmed pump error alarm (line number = 18354 ; file number = 49) and pump error 4 alarm, isolated to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm and battery failed alarm. The customer's blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The troubleshooting was performed for insulin pump errors and declined for failed battery. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.